Event description:
This lv lead was implanted on (B)(6) 2010. A call placed to technical services on (B)(6) 2018 stating that this lv lead was off due to a problem and got 22 different episodes of inappropriate atp. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).